Event description:
It was reported that the pt did not get coverage for their pain relief. The lead and the neurostimulator were tested and it was found the device had become overdischarged because the pt was not instructed that they had to recharge. The device was unable to become operational again and was explanted. No injuries were reported and the pt recovered without sequelae.

Event description:
Caller tested 4.4 inr on the coaguchek s system while a comparison lab returned as 2.58 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).